Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that when amplitude is turned up, patient no longer able to get the adequate stimulation that she needs to give her relief. Patient had a fall about eight months ago. She is not sure of the specific date. Upon doing an impedance check, electrodes 4 and 6 were out of range. Rep attempted to program around the electrodes with little success. The hcp is sending patient for x-ray imaging to determine the position and integrity of the lead. The issue was not resolved at the time of the report. Patient's weight was asked but unknown. Hcp had no further information. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the consumer never got the relief that they needed or wanted from the device since implant. They elected to have the device completely explanted rather than reprogrammed. The device was reported to have been discarded by the customer after explant. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 ,serial# (B)(4), implanted: (B)(6) 2015 product type lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient had numerous falls that they stated could have been the cause. The rep attempted to program around the electrodes but found no resolution. Stimulation issue was not resolved, patient was no longer able to get adequate stim.